Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The investigation was performed considering complaint description, cs reports, system log files and system history. The log file analysis for that time shows some acquisitions which needed several preparation steps to get them to the starting position. According to expert opinion, these acquisitions were not started unintentionally. The service engineer found the hand switch working properly showing no signs of failure or malfunction. No parts where exchanged and there is no report of the issue recurring. No systematic error was detected, and no further action was taken. The manufacturer is not considering further actions resulting from this event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. The user reported sporadic release of x-ray. No further details of the event are known at this time and there is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.